Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection / cellulitis and stoma site necrosis are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced gastric juices leaking around the stoma site which resulted in cellulitis. The patient's spouse reported that the hospital gi physician removed the white triangle piece (external fixation plate) at stoma site and other treatment and medical interventions were unknown. On (B)(6) 2021, a physician removed the duodopa tubing due to the peg tube had eroded through the wall described as necrotizing of the tissues of the abdominal wall all the way down to the hip and gluteal wall but not into the fascia. On (B)(6) 2021, the patient underwent an unspecified procedure to wash out stoma site infection.